Event description:
It was originally reported that the patient was unhappy with the way the inss protruded out of her, causing a "disfigured" look. Her surgeon told her the inss would show but she did not expect them to be so prominent. She consulted with a plastic surgeon who moved the inss to her abdomen. It was noted that the patient was symptom free of her dystonia, dyskinesia and pain due the devices.

Manufacturer narrative:
Ins model # 7426, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; lead model # 3387s-40, lot # v224589, implanted: (B)(6) 2009, explanted: unk; lead model # 3387s-40, lot # v204753, implanted: (B)(6) 2009, explanted: unk; extension model # 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; extension model # 7482a51, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk; programmer model # unk, lot # unk.